Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
In 2007, the lay user/patient contacted lifescan alleging the one touch ultra meter would not power on. The patient indicated that the power issue started about 8 days before she called lifescan for assistance. Her normal blood glucose levels were generally less than 300 mg/dl and she was testing 3-4 times a day. On an unspecified date during the time of concern, the patient developed symptoms of frequent urination, tiredness, and feeling "washed out." The patient visited her doctor because of the meter issue and symptoms. During appointment, the patient's blood glucose was tested on an unidentified device. She was told that her blood glucose was "really high." The patient's doctor called for an ambulance during the visit because the patient was described as being pale and looked like she was "going to pass out." The patient was taken to a hospital where her blood glucose registered at "300 something" mg/dl using an unidentified device. The patient was treated with insulin via an injection. The patient mentioned that she would have done something to prevent her blood glucose from getting to high if she had known what her actual blood glucose levels were. During the time of concern, the patient was taking her "glipizide" medication as prescribed. She did not make any changes to her medication regimen. The meter's battery was replaced per the owner's manual, but this did not resolve the alleged power issue. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the patient alleged that she was unable to test with the reported meter for about 8 days because of the power issue. On unknown dates, the patient claimed to have developed symptoms and sought medical attention. She received medical treatment for hyperglycemia.